Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient's ipg was not charging well. The patient had to recharge daily as the charge on the ipg would not last as long. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the facility.